Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in clinic for an initial implant procedure where it was noted that there was difficulty removing the stylet from the left ventricular (lv) lead. There was visible damage the proximal end of the lv lead. A new lv lead was successfully implanted on (B)(6) 2021. The patient was stable throughout the procedure.